Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that there was an unexpected shut down while in surgery. The site swapped to another navigation system to continue surgery. The representative was on site and performed a battery stress test. Both carts were at 100% before unplugging, and both carts stayed at 85% after 3 minutes.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: battery 9735773 48v s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field and a computer boot up failure was confirmed. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was less than an hour delay in surgery.

Manufacturer narrative:
H2) please see section b5. For the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reported behavior initially provided for this case was likely incorrectly reported. The system likely displayed "no video detected" and "no source signal" instead of the expected video, while both carts remained powered on.